Manufacturer narrative:
It was reported that the customer was undergoing a transurethral resection of the prostate (turp) and when the catheter was put into place, the balloon inflated without incident however the surgeon was unable to irrigate the catheter through the in port. The surgeon was able to perform the process through the out port and drain the urine without impact to the procedure. The patient was moved to the recovery room and the surgeon had the catheter switched from the 22fr to a 24fr which was noted to be draining urine without further incident. The patient was upset about the additional catheterization procedure and was given a small dose of versed (exact dose not specified) prior to the procedure being performed however no serious injury was noted related to the reported event. The patient was discharged from the facility and was reportedly doing well. The sample has been discarded and is not available to be returned for evaluation. No additional information is available. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter was unable to irrigate through the in port. The urinary catheter was removed and replaced.